Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was shoveling snow and received multiple inappropriate therapies. A transmission noted the right ventricular (rv) lead with t-wave oversensing (twos) combined with sinus tachycardia. Additional information from the clinic disclosed that the patient was hospitalized overnight. Reprogramming was performed to rv sensitivity. It was also noted on electrogram and stored episodes that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The ra lead remains in use. It was later reported that the patient again received inappropriate therapy due to t-wave oversensing (twos) and that the implantable cardioverter defibrillator (ICD) classified one episode of twos as ventricular fibrillation (vf). The reporting clinician discussed the episode with the physician and did not seek recommendations for programming changes. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.